Event description:
This customer reported that during a practice resuscitation on a mannequin, one of the resuscitation team members was shocked.

Manufacturer narrative:
(B)(4). This customer reported that during a practice resuscitation on a mannequin, one of the resuscitation team members was shocked. There was no negative impact to the involved resuscitation team member and no treatment of that person was required. The customer reported that they have started to continue chest compressions until the defibrillator is charged. The customer stated that they "mistakenly" pressed the shock button instead of the disarm button. There was no report of any failed operational check. There was no malfunction of the device.